Event description:
Cameron health received info that four months after implant, this electrode was explanted as a result of infection. It was reported that the pt had previously experienced an infection of both electrode incisions and was treated with oral and topical antibiotics. Upon cessation of antibiotic therapy, the infection came back. A decision was made by the physician to explant the electrode. Culturing of the infection area confirmed an infection of staphylococcus aureus. The electrode is being returned to the manufacturer for analysis. The pulse generator remains implanted and a new electrode (sn (B)(4)) was implanted. There was no adverse pt effects as a result of the replacement.

Manufacturer narrative:
A device history record review, including sterility records, for the electrode was conducted. No issues were identified that would have impacted this event. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.